Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, slightly rotated heart and a dilated left atrium. It was noted that imaging was difficult. The first mitraclip device was inserted and had achieved a good grasp, however the clip failed establishing final arm angle (efaa) several times. It was decided to remove the clip from the patient. The second mitraclip device was inserted and positioned and passed efaa. Upon detachment, the clip was noticed to open from approximately 20 degrees to 30-35 degrees. A third clip was prepared and deployed. Two clips in total were implanted reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported poor image resolution was due to challenging imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.